Manufacturer narrative:
Manufacturer's investigation conclusion: although log files were not provided by the account, the reported low flow alarms were confirmed through the onsite evaluation by an abbott representative. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the heartmate 3 lvas, serial number (B)(6) was used as an rvad which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas IFU rev. C and the heartmate 3 patient handbook rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, this section addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. Following software upgrades, the hm3 lvas pocket guides to alarms for patients rev. A, and clinicians rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had right heart failure prior to implantation. The right heart failure was not device related. The patient had asymptomatic low flow alarms due to severe right ventricular dysfunction that could not be corrected so a low flow adjustment software update was performed. The alarms were not resolved despite blood pressure control, pump speed titration and right ventricular support. The patient's hematocrit was sent at 20%.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on right axillary impella 5.5 support for around a month due to viral nonischemic cardiomyopathy, which had malpositioning issues and was unable to be repositioned. An echocardiogram (echo) performed before the impella showed trace aortic insufficiency (ai). During initial attempts to transition from cardiopulmonary bypass (cpb) support to heartmate 3, the patient's pump flow and mean arterial pressure (map) dropped and ai increased. It was decided to transition to full cpb support, and the pump was turned off for an aortic valve replacement. Vduring the second attempt to transition from cpm to heartmate 3 support, the pump had low flows and a speed of 4500 rotations per minute (rpm) despite high inotropic dosing and inhaled nitric oxide. The patient was placed on an emergent centrimag right ventricular assist device (rvad). The patient's pulmonary artery was cannulated and cpb support was transferred to a centrimag circuit. The pump had a speed of 4800 rpm, a flow of 2.7 liters per minute (lpm), a pulsatility index of 3.9, and a power of 2.9 watts. The patient's heart rate was 103 beats per minute, blood pressure was 68/58 mmhg, pulmonary artery was 30/17 mmhg, and central venous pressure was 16 mmhg. The patient's chest was left open and was transferred to the intensive care unit (ICU) in stable condition. The patient's chest was closed on (B)(6) 2024, and they remained in the ICU to recover.